Event description:
Breakage was discovered after surgery. The pt required a second surgery.

Manufacturer narrative:
Summary of eval: x-ray inspection confirmed breakage of the device. However, x-ray analysis and r&d engineering analysis was conducted and use of the device was out of scope. The root cause of this event is suspected to be the user error. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).